Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 4194 lead implant date: unknown. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was on alert. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.